Event description:
It was reported that this right ventricular (rv) lead had perforation found due to failure to capture and diaphragmatic stimulation confirmed via fluoroscopy. Lead was repositioned and all measurements were within normal limits. Lead remains in service. No additional adverse patient effects were reported.